Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The customer stated, that after performing the correlation study between the axsysm digoxin iii and digoxin ii assays, an upward shift was observed. There was no impact to pt mgmt reported.